Event description:
It was reported that the patient received multiple inappropriate shocks due to oversensing on the ventricular channel, consistently triggering on the p-wave as well as the r-wave. The impedance has gone down and threshold has gone up since implant. The lead was found to have dislodged. The detections and alerts were turned off until the lead was revised. The lead was repositioned and remains in use. It was also reported that the patient felt tingling around their implantable cardioverter defibrillator (ICD). The multiple shocks made the patient very nervous. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).